Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "defib cable fault" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. The device was returned to zoll medical canada for evaluation. The customer's report was observed during review of the device logs. However, the device was put through extensive functional testing without duplicating the report. The multifunction cable and multifunction cable receptacle were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.